Manufacturer narrative:
Block b3: exact date unknown, event occurred last couple of years the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.